Event description:
Routine complaint investigation when a health care facility reported receiving a low blood glucose readings on the precision pcx blood glucose monitor when compared to a laboratory reading, the pt was being treated for a severe head injury caused by a fall. The pt expired with a day of hosp admission. Label copy of the device does state that erroneously low blood glucose readings could be obtained in conditions of diabetic ketoacidosis (dka), hypers15~molic and traumatic conditions.